Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. No display turn on and off or display anomaly noted. No moisture damage found on the electronic assembly and motor. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump turned off and then back on and counted to 6. After this it, would prompt her to fill the tubing. The customer stated that when trying to prime, the piston kept moving and insulin squirted out. The customer was unable to exit the preparing to prime loop. Blood glucose value was 200 mg/dl. She was advised to hold down the act button until receiving a 2nd series of beeps and/or numbers appeared on the display. She did not receive the beeps nor did number appear on the screen. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.